Event description:
The complaint states, "rn reports that vial leaked when she inserted baxject device and when she tried to draw the medication out of the vial into the syringe. Dose was discarded because so much volume was lost." Follow up information: "(B)(6) 2024; market surveillance followed up with (B)(6) for sample and event information. Good afternoon, the patient did not miss a dose as they had other vials in the home. The nurse did not notice anything wrong with the vial. Unfortunately, the vial is not available for return."

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The complaint is not confirmed as no sample was received (physical or sample device photos), and no manufacturing issues with the process, equipment, or material were identified that could have adversely impacted the quality of the product. No root cause related to manufacturing was identified in the course of the investigation. As a result, no escalation, no deviation, and no corrective and /or preventive actions are warranted at this time. A review of the batch records associated with the manufacture of lot tata021a was performed. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. A review of the monthly report ((B)(6) 2024) for advate bjiii was also performed relative to the subcategory "leaking". The complaint rate for 2024 is approximately (B)(4), 2023 (B)(4), and 2022 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.